Manufacturer narrative:
H3, h6: the affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed and complaint could not be confirmed. The clinical investigation concluded that this case reports the surgeon was attempting to remove the intertan nail, but was unable to remove it. Per email communication, the surgeon attempted to remove protruding proximal nail with cutting bur/cutting wheel, but the intertan nail remained in place and there was no patient injury. It was further reported that no additional information will be provided. Therefore, based on the provided information, no further assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that patient was scheduled to have the subtroch lag screw explanted from an intertan originally done (B)(6) 2015. The fracture was healed at this time. The surgeon had difficulty removing the screw and the subtrochanteric driver shaft item 71674068 threaded tip broke off inside of the screw that was removed. No fragments were left in the patient. The surgeon was also attempting to remove the intertan nail, but was not able to remove the nail. The surgeon used a powered cutting wheel to remove some of the proximal intertan nail that was about 15mm proud, prodruding from the patient¿s greater trochanter.